Event description:
Philips received a complaint by the customer on the v60, indicating that a blower inoperative error code had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a blower inoperative error code had occurred. Device evaluation and repair are pending.

Manufacturer narrative:
H10: multiple attempts have been made on 19mar2024, 02apr2024, and 09apr2024 to try to obtain further information about this case but no response was received from the customer. This file is closed and can be reopened if new information becomes available.